Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of september 2024 and 26th of march 2025 recorded a pacing impedance of 550 ohms and an initial shock impedance of 110 ohms with an abrupt increase to >150 ohms since 3rd of march 2025 until the end of the recordings. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Sudden increase of shock impedance and oversensing was reported. Lead currently remains implanted. Should additional information be received this file will be updated.